Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that half way through a procedure, the device would not reopen while it was applied to tissue. The surgeon resected the tissue directly adjacent to the device in order to remove it from the tissue. Another device was used to complete the procedure. There was no injury to the pt.